Manufacturer narrative:
The event unit was returned for evaluation. During inspection, the unit was disassembled and engineering noted that all components were found to be within specification. Due to the returned unit meeting specification, the root cause is unknown. It is possible that the root cause of the event may be related to the bag remaining in a rolled state upon deployment due to the bag and the supports being rolled in the device for a prolonged period of time. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument." Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "this is a complaint from the market. (B)(4). One (1) event unit without specimen bag will be returned to amr. Please refer to the complaint sheet for investigation." Complaint sheet - "the specimen bag would not open inside the patient. The bag finally fell inside the body after the customer's several attempts to open it. The bag was retrieved with no patient injury. The event unit without specimen bag was returned to olympus and visually inspected: no visible damage was noted with the unit. The unit will be returned to amr for further evaluation. (B)(4)." Patient status - no patient injury.